Manufacturer narrative:
The complainant indicates the use of non-company as a viscoelastic which is not qualified for use with the associated product. The reported complaint is lacking in relevant information such as the type of defect or issue observed. The customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was a failed implant placement. Another unspecified implant was used and there was no patient impact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis, lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).